Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was reported as high as 298 mg/dl. Insulin injections, boluses, and water were used to address the high bg level. The customer's ketone level was reported to have been large. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.